Manufacturer narrative:
Explants were not returned. Partial construct was removed and replaced. Implant at c6/7 remains in-situ. Radiographic review notes that at one level, a peek interbody implant (with radiographic markers) is visible within a intervertebral disc space; supplemental fixation is not visible. There is no known malfunction of the nuvasive products utilized in this cases nor any information suggesting difficulty in initial placement of the interbody implants. It was reported that no neuromonitoring was utilized during the case. Review of labeling notes: "the system is intended to be used with supplemental fixation;..." "Warning, cautions and precautions potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury...." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: early or late infection which may result in the need for additional surgeries; damage to blood vessels; spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; impotence; permanent pain and/or deformity. Rarely, some complications may be fatal." "The nvm5 system is useful when used in free run mode to monitor for any spontaneous neurological activity during discectomy, decompression, interbody placement, and screw placement. Refer to the nvm5 reference guide for further information on the utility of nvm5 in the cervical spine." One removed, the other remains in-situ.

Event description:
On (B)(6) 2016 a female patient was implanted with a interbody cage and plate at c5/6 and c6/7. Surgeon elected one and a half hours post op to remove the cage and plate due to sub optimal cage placement. One of the interbodies was removed, the other remains in-situ. On (B)(6) 2016 patient had limited movement in their legs. On (B)(6) 2016 patient was reported to be tetraplegic. Subsequently it was reported that the patient has movement in their arms, however no moment in their fingers.